Event description:
Unomedical reference number : (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, when the patient woke up early in the morning, her infusion set's tubing detached/broken at the site connector while sleeping. Therefore, she reconnected the tubing at the site and continued using. Her blood glucose level was high at the time of the event which they tried to treat with bolus via pump and multiple daily injection. Moreover, the infusion had been used for 20 hours. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.